Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a thrombus. After the transseptal puncture was performed the farawave catheter was advanced into the left atrium. Catheter was hooked up to irrigation pressure bag for the entire case, but once we got into the left atrium (la) it was discovered that there was blood in the saline bag, and that the pressurized bag was not pressurized enough to be irrigating the catheter. No issues during the case, but when we pulled out of the la and went to the right side a small thrombus was discovered on ice. Tee was performed to further investigate and the physician hypothesized that a clot formed on the catheter during this non irrigated portion of the case and that when we went back into the sheath the clot came with it, and then attached to the septum in the ra. Patient will be monitored overnight and given heparin. No thrombectomy was performed. The same catheter was used to complete the procedure, it was then disposed.